Manufacturer narrative:
This MDR is being filed after a retrospective review of all complaint reports. Nerve damage affecting motor function is a known rare risk (less than 1 incident per 1,000 treatments), expected to fully resolve over time without requiring medical intervention nor resulting in permanent disability or damage. Due to the extended time to resolution, nerve damage affecting motor function is being reported. Review of lot history records for the involved devices confirmed manufacturing steps and processes were met and followed. Product met specifications prior to shipment.

Event description:
Patient called the clinic the day after the treatment complaining of lack of sensation in right fingers and wrist and both forearms as well as difficulty holding chopsticks (right hand). Was given methylcobal. The patient was followed regularly, sometimes by phone due to large distance; he complained of pain and was given medication. Around 2 months after treatment the patient felt there was a slight improvement in symptoms. The patient contact was maintained through six months of followup with symptoms still present. He was referred to a neurologist or rehabilitation clinic; patient was too busy to attend. No further follow-up.